Event description:
Health care professional indicated that a health center student was removing devices from a cidex family of solutions when some liquid splashed in his eyes. Employee flushed eyes with water for 15 minutes and was sent to the eye center emergency room. ER physician administered bacitracin and stained the eye and tested for ph. Eye was irritated, but o.k. As indicated by the health care professional reporting incident.